Manufacturer narrative:
The complaint states that the customer is complaining of the broken clip. The investigation confirmed that the lever had broken as reported. The returned device confirmed that the lever was broken. The device was investigated by bioengineering and a report was received stating that the root cause is undetermined. The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Correction: this product was reported in error as after further review it was identified there was no serious injury or reportable malfunction associated with the event.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Customer is complaining broken clip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.